Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh, the advantage fit system and xenform were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. It was reported that following insertion the patient experienced infection, urinary problems, recurrence, bleeding. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence, uterine descensus, cystocele, rectocele, pelvic pain and mesh was implanted. It was reported that the patient had a concurrent procedure of a transvaginal hysterectomy, mccall culdoplasty, anterior and posterior repair, sacrospinous fixation performed during mesh implantation. No additional information was provided.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
.